Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns was indicating high lead impedance that was found during generator replacement on (B)(6) 2012 and was being referred for vns lead replacement on a later date. An implant card was later received confirming the surgery occurred on (B)(6) 2012 and the reason for replacement was "lead discontinuity." Follow-up with the physician's office found that the no trauma or manipulation was believed to have damaged the lead. Last known diagnostics were taken on (B)(6) 2012 and were normal as per the site, however, the specific results were not provided. No x-rays were taken to evaluate for a fracture. Attempts for the return of the explanted products were unsuccessful as the hospital indicated that they discarded them. No adverse events have been reported.